Event description:
It was reported by the pt's spouse that an unspecified bard mesh was as having been explanted five months after implanted, due to development of a large hernia and replaced with another mesh. The explanted mesh was reported to be wadded up and looked like "cottage cheese".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if prod is returned for eval or add'l info becomes available. Note: see MDR 1213643-2008-00276 for info related to second implanted mesh.